Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the er320 clip was fired, two clips came out. There was no consequence to the patient.